Event description:
Reference number (B)(4). Event occurred in poland it was reported that the patient faced an infusion set tape not sticking due to weak glue event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: poland